Manufacturer narrative:
(B)(4). Date sent 6/16/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 6/17/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cb5lt device was returned inside it's packaging unopened. Upon visual inspection, it was observed that the pouch from the packaging was damaged but not perforated. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event as per conditions of the returned packaging. A manufacturing record evaluation was performed for the finished device lot 528d58 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 6/9/2025 d4 batch # unk b3: only event year known: 2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Was sterility compromised as a result of the packaging damage? Are there any photos of the issue available? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There was no patient harm. The hospital is concerned with the sterility of the packaging. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the packaging is not sterile. There is a sterility issue on the packaging. There are bumps.